Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Medical staff reported a broken device. "A band failed at the connection site between the band and the tubing (metal connector)." As of now, it is unk if the surgery was successfully completed with a back-up device. F/u findings: this was not a device that broke upon initial implant surgery, but was explanted for a suspected leak. During explant surgery, it was discovered that the port and tubing broke off at the connection site (metal connector). The pt had been implanted a while ago.